Event description:
It was reported that pump displayed temperature alarm 10 and customer was unable to clear alarm or resume insulin delivery, with no exposure to extreme temperatures and no charging in progress at the time. There was no adverse impact to the customer's blood glucose level. Customer could not resolve issue independently and technical support arranged replacement pump for customer.